Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The results at 1:23 pm were 5.4 inr and 7.3 inr. Two separate fingers were used for the testing. Customer stated the patient's coumadin dose was decreased based on the meter result of 5.4 inr. The customer believed the result of 7.3 inr was incorrect. There was no allegation of an adverse event. The patient was not anemic, had no antiphospholipid antibodies, no heparin therapy, or direct thrombin inhibitors. There were no changes to coumadin dose, no new medications, no diet changes, and no recent illnesses. The patient had no symptoms of bleeding or bruising. The therapeutic range was 2.5-3.5 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 250321-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned strips and retention meter were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.0 inr and 2.4 inr. Donor hct: 44% and 42%. Donor 1: master lot / customer strip and retention meter 2.0 inr/ 2.0 inr. Donor 2: master lot / customer strip and retention meter 2.4 inr/ 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification.